Event description:
In april 2002 CT scan of the adbomen and pelvis showed multiple new liver lesions as well as increase in size of previously noted liver lesions consistent with progression of the disease. CT from june 2002 reveals even further progression of the disease with larger existing lesions and new tumors. With evidence of clinical and radiographical progression the pt was placed on hospice. Social security registry lists this pt's date of death as 2002. This death is not related to therasphere treatment; it is due to the disease progression in this pt's liver.